Manufacturer narrative:
B5 - the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive over/under correction. Due to refractive over/under correction, the lens was exchanged for a stronger power but same model and length lens. The problem was resolved. Cause of the event was reported as "unknown." Claim #(B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced over/under correction. Due to over/under correction, the lens was exchanged for a same model and length lens. The problem was resolved. Cause of the event was reported as patient related.

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. H6 - health effect clinical code: 4581 - over/under correction over/under correction and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).